Event description:
It was reported that the patient was experiencing a shocking sensation. The reporter stated, the patient was in the emergency room and did not have a patient programmer. It was noted that the shocking started the morning of the report. The patient had not experienced a shocking episode prior to this one. No falls or injuries were reported in association of this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3487a-33 lot# j0206345v, implanted: 2002 (B)(6), product type lead. (B)(4).